Event description:
It was reported that the right atrial (ra) lead exhibited intermittent atrial under-sensing on stored electrogram with falsely classified termination of ongoing atrial arrhythmia. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2009; dtma1d1 ICD, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.